Manufacturer narrative:
Additional narrative: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
Patient was revised to address groin pain. The surgeon diagnosed alval. Update 2/28/2012 - litigation papers received. There is no new information that would change the outcome of the investigation. Update rec¿d 1/12/2015 - ppd with medical records received. Patient revised to address elevated metal ion levels and a collection of fluid . Upon revision, a hypertrophic trochanteric bursa was noted. The stem and sleeve are being added. This complaint was updated on: 1/28/15.

Manufacturer narrative:
(B)(4).

Event description:
Update sep 29, 2017: medical records received. After review of the medical records for MDR reportability, it was stated that the patient was revised to address pain and alval reaction. In addition to what was previously reported, revision notes reported of large amount of bursitic fluid which was serous in nature. There is no laboratory results for the alleged metal ions. Added complainant information. This complaint was updated on oct 20, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.